Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked top case and plunger case. There was a 'motor rate error' revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the worm coupling and worm gear not operating as intended was the root cause. The plunger case, top case, battery door, worm coupling, lead screw, left clutch, right clutch, and worm gear were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a motor rate error. There was unknown patient involvement.